Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number was x-ray performed yet? Please provide x-ray results with size and location of the needle tip, if found in the retained in the patient. If retained. Was a re-surgery scheduled to remove the needle piece? Patient's current condition? Is a representative sample being returned for evaluation? Please provide device return status / follow up?

Event description:
It was reported that the patient underwent dental extraction procedure on (B)(6) 2019 and suture was used. The tip of the needle was missing when given back to the scrub nurse. The surgeon was notified and discovered it was about 1 mm inch of the needle missing. The surgeon did a thorough search and was unable to find anything. It is reported to be unknown if the needle tip is buried in the patient¿s gum. The surgeon informed the patient and ordered a post-operative xray to be done. The patient wished to wait a couple of days for xray for the swelling to go down. An xray was arranged for (B)(6) 2019 however the physician was ill and appointment was cancelled by the clinic. Another appointment has been made for (B)(6) 2019 for an xray. Additional information has been requested.